Event description:
Gendex dental systems received a customer complaint regarding an expertdc intraoral x-ray system regarding a potential error (symptom was drifting of the tubehead assembly) from (B)(6) on (B)(6) 2011. The investigation of this complaint revealed that incorrect hardware was used for the installation of 46 units at (B)(6).

Manufacturer narrative:
Gendex dental systems received a customer complaint regarding an expertdc intraoral x-ray system regarding a potential error (symptom was drifting of the tubehead assembly) from (B)(6) on (B)(6) 2011. A health hazard evaluation was conducted yielding a hazard/risk index of 2 (negligible risk). Corrective action: to correct these installations, gendex will reinstall all affected units using the correct hardware. Upon completion of each install, the tech will transmit a field service report to the gendex recall coordinator to confirm the corrective action for each unit. (B)(4) has been initiated as a result of this issue. A recall notification letter was sent by first class mail on (B)(4) 2011 to each consignee. As a level a recall, 100% of consignees have been contacted. Please note that this is a class iii recall and requires no public warning. Consignees were provided background info and details on how the nonconforming installations of expert dc intraoral x-ray system will be corrected. The following are the serial numbers and manufacturing dates for the model #expertdc75na installed at (B)(6): manufactured 02/17/2011: (B)(4). Manufactured 02/18/2011: (B)(4). Manufactured 03/14/2011: (B)(4). Manufactured 03/21/2011: (B)(4). Manufactured 03/22/2011: (B)(4).